Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level exceeded 500 mg/dl and was displayed as "high," indicating an adverse impact. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.